Event description:
Information received does not address the patient's clinical status but notes that the device exhibited av pacing at 144 ppm and 150 ppm while the patient was at rest in the supine position. The device sensor was reprogrammed to test the device. The device paced for a few minutes at the programmed rate of 80 ppm then proceeded to increase to 120 ppm and higher. There was no inappropriate rate increase when the sensor was programmed off.